Manufacturer narrative:
Roho, inc, received notification of the adverse event through a letter from a law firm. The full extent of the injuries are unknown. Pictures of the back support were received showing that a bolt broke, but the back support has not been returned to roho, inc. For an evaluation. No determination of the alleged failure can be made. The final acceptance records for the cushion were reviewed and it was confirmed that the back support was built according to the device master record. Further requests for information has been submitted to the law firm and if additional information is provided, a follow-up report will be submitted.

Event description:
User alleges that during normal use the back rest snapped backwards causing the user to tip over backwards and knee himself in the face, breaking his nose.